Event description:
It was reported that a spectrum infusion pump was unable to deliver volume accurately during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "unable to deliver volume accurately" was reproduced. The device was tested for flow accuracy and was found to under-deliver -6.31%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR in the initial report should be 4/26/2024 and not 5/17/2024